Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens was explanted after the patient experienced unexpected post-operative refraction. The patient had poor intermediate visual acuity. A separate report is submitted for the patient''s other eye.

Manufacturer narrative:
Additional information was received stating that the patient's replacement lens was a monofocal lens and was reported to be doing fine. Unlabeled parts of two intraocular lenses (iol) were received for evaluation reported to be from serial no. (B)(4). The iols were reportedly explanted from the left and right eye of the same patient. Visual inspection revealed that only a piece of zmb00 lens was received for one of the samples. A second iol sample was received cut in halves. From the samples received, circular rings (diffractive rings) across the optic zone were observed. This is a zmb00 characteristic. For the zmb00 diffractive ring is part of the characteristic design. This indicates that the samples returned are a zmb00 model. The conditions observed in the samples received were consistent with a lens that had been implanted and explanted from the patent's eye. Further investigation was not conducted due to the condition of the lens received. A review of the manufacturing records showed no deviations or nonconformities. The result of the manufacturing record review does not indicate any relationship with the iol design or manufacturing. Based on the manufacturing record review and historical review no non-conformances are expected. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.